Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a car accident. This right ventricular (rv) lead was affected during the incident. The patient underwent a revision wherein this lead was repositioned to resolve the issue. The rv lead remains in service. No additional adverse patient effects were reported.